Event description:
It was reported that before use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a pressure related malfunction. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a pressure related malfunction. There was no patient harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. The fse noticed that there was a problem with the cable that transmits the pressure from the phillips monitor to the cardiosave. The fse therefore changed the cable. The synchronization between the console and the monitor is operational. The fse could not complete all safety, functionality, and calibration checks because the device was on patient. The iabp was released to the customer and cleared for clinical service.